Event description:
A spacelabs healthcare field service engineer (fse) was notified that four beds connected to the xhibit telemetry receiver (xtr) system went offline and reappeared on their own. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) retrieved the device logs from the xhibit telemetry receiver (xtr) for additional investigation. During this review it was found that a receiver was improperly shutdown at 5:38:43pm and had powered back on at 5:40:22pm. After the device had powered back on, the system functioned as expected. A spacelabs field service engineer (fse) evaluated the customers system and was unable to duplicate the reported issue. As a precaution, the receiver was removed from service and returned to spacelabs healthcare for further evaluation. A pss evaluated the returned system and was unable to verify the reported issue. The device was forwarded to the equipment service center (esc) for final testing. The esc technician evaluated the xtr and found that it passed all functional testing. After observing proper device operation through functional and performance testing the device was returned to the customer for use. While the system restarted and recovered on its own, the cause of the reported shutdown was unable to be determined.